Event description:
A patient who was implanted with an intraocular lens (iol) had poor distance vision (decimal 0.6). They targeted emmetropia for the iol power, but post-op refraction was sphere (sph) -0.75, cylinder cyl) -0.75 which resulted in myopic refraction. It was indicated that the patient was temporarily impaired. As the patient complained about daily outdoor activities being affected due to far vision an explant was carried out which the iol was replaced with the same model lens, but of a different diopter (22.5 d). There was no delay in treatment or other interventions reported. Vision pre-operative: far: 0.7 near: j3 (decimal). Vision post-operative: far: 0.6 near: j3. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/not provided. Email address: unknown. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: mar 22, 2022 section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. No further issues were identified. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.